Event description:
It was reported that when using the bd pyxis¿ es server was not receiving messages form meditech. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
D4 & h4: serial number, catalog, model, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the system failed to receive messages form meditech (emr). A technical support specialist dialed into the server, ran the downtime query, and logged into health sight viewer (hsv), where they saw an error notice indicating that meditech was down. They restarted the related services on the server and ran the downtime query again, but the last carefusion coordination engine (cce) message remained the same and the issue persisted. After consulting with the interface team, it was determined that the issue was on the enterprise server (es) since messages were stuck at the interface. The specialist checked the application server performance and found that the memory usage was already at its maximum level. They performed a server reboot by following knowledge article (ka) pyxis es server reboot process and validation. After the reboot, they ran the downtime query again and confirmed that messages were crossing to the es server, resolving the issue. The system functioned as intended after the technical support specialist troubleshot the device.